Event description:
The physician reported the intraocular lens (iol) was removed and replaced without complication 4 months post implant due to the patient's report of negative and positive dysphotopsia.

Manufacturer narrative:
The intraocular lens was not received for analysis. No additional reports of a similar nature were received for remaining lenses manufactured in this lot. The cause of this event is undeterminable at this time. The iol met all manufacturing specifications prior to release.